Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. A system interconnection flex cable was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display showed lines and colors. The display was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.